Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. The field service engineer logged into the hardware testing application, opened the tower doors, and encountered no failures. The fse removed the latches, cleaned them, and reseated them. Then opened the doors once more and found no issues. The system functioned as intended after the field service engineer repaired the device.